Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14026. It was reported that the patient presented to clinic with a vibratory alert for non-sustained lead noise (nsln). Review of the intracardiac electrogram (iegm) revealed discrete, non-physiologic signals. Pocket manipulation and isometrics revealed no noise on the iegm. An internal lead failure was likely the source of the noise. The tachy therapy was programmed off. The patient was stable and will continue to be monitored.